Manufacturer narrative:
Correction to h1: type of reportable event ¿ the type of reportable event is serious injury (previously selected malfunction). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced anaphylactic symptoms post floseal application on the ¿sidewalls¿ following a gynecological procedure. The patient was admitted to intensive care and was monitored until they recovered from this event. At the time of this report, there was no information regarding treatment, and the patient recovered from this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5 and h6. Additional information for b5: at the time of this report, the patient had made a full uneventful recovery. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.